Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-nov-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient stated no sensation after implant of long-term lead for advanced evaluation. Patient had no symptom relief. Patient maxed out settings and felt no sensation. Field contact received notification yesterday patient was to return to or today for lead revision. Patient had reported to md they had nosensation after their initial implant on monday (B)(6) 2025. Md ordered xray and results showed the 978b128 lead was no longer located in any foramen. Md scheduled a lead revision for today (B)(6) 2025. Patient was taken to the or and a 978b141 lead was placed without issue and the previous 978b128 lead was removed intact. Multiple impedances were run, at the time the per extension was placed, after the incision was closed, and again once the patient was rolled on to stretcher and all were normal. Once the patient went to recovery was able to feel appropriate sensation at a low setting of 0.7 amps. Patient and spouse were re-educated.